Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported ¿inner packaging of the implant, was ripped upon opening". ¿could not use the device due to the implant being unsterile¿. This record is for an unknown side. Device was not implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: not observed through visual inspection. None of the other observations performed during the device analysis (broken device, missing and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿inner packaging of the implant, was ripped upon opening". ¿could not use the device due to the implant being unsterile¿. Device was not implanted.